Event description:
It was reported that a right heart catheterization was performed. The sensor data was assessed in comparison to the data obtained from the right heart catheter and the sensor was recalibrated. The sensor baseline was increased by 2mmhg.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.